Manufacturer narrative:
Medical device brand name: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unknown bd® blood collection tube has black particles in tube. The following information was provided by the initial reporter: "customer is reporting black particles inside product 366702, lot 2089269."

Event description:
It was reported that unknown bd® blood collection tube has black particles in tube. The following information was provided by the initial reporter: "customer is reporting black particles inside product 366702, lot 2089269."

Manufacturer narrative:
H.6. Investigation summary: material #: 366702. Lot/batch #: 2089269. Bd received 6 samples and 1 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter-black spot was observed. Additionally, the customer samples along with 30 retention samples from bd inventory, were evaluated by visual examination. The issue of foreign matter-black spot was not observed in the retention samples but it was observed in the customer samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter-black spot. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional information: d:4 device available for eval?: yes. D:4 returned to manufacturer on: 2022-09-02 h3 other text : see h.10.